Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Factors that could have contributed to the reported event include: source power may have been interrupted prior to wand activation, disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller can also have an effect on the wands life cycle. The ambient super multivac 50 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. Also, a reprocessed wand used by the customer will exhibit an e-8 error. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed minimal erosion of the electrodes. During functional evaluation the fuse resistance was measured and registered 1,051 ohms prior to activation and this indicated a blown fuse. The wand was connected to a compatible quantum 2 controller and registered an e7-error. The error e-7 was by-passed using a fixture box. The error was by-passed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with reuse of a single use device. Factors that could have contributed to the reported event include: (1) previous use (2) disconnecting the wand from the controller after power has been turned on. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a acl reconstruction, the wand stopped working and showed an e8 error code. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.